Manufacturer narrative:
Additional information received indicated that the product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU and no problems were noted. The ratio of contrast to saline was fifty:fifty (50:50). The sds was not noted to be kinked or bent. Excessive force was not used to access the lesion. The same indeflator was used to deploy the other stent that was used. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, the stent could not be deployed, as the stent delivery system (sds) balloon would not inflate. The target lesion was the circumflex coronary artery. The lesion was reported to be: an 85% stenosis, and calcified. Another stent was used to treat the lesion/patient successfully. There was no reported patient injury.